Event description:
It was reported that after programming the device on following initial implant surgery, the patient experienced an increase in seizures. The device was left on for approximately four weeks and then programmed off due to the increase in seizures. Further follow-up revealed that the physician was unsure as to why the patient's seizures increased and that there are no plans on programming the device back on at this time.